Event description:
Customer reported that their pump screen was dark and wouldn't turn on. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.